Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 431mg/dl. Customer¿s current blood glucose of 322mg/dl. Customer performed troubleshoot for high blood glucose. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will not be returned for analysis.